Manufacturer narrative:
The reported events of ¿stylets wouldn¿t go down lead¿ and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with stylet found inserted inside the lead. Visual inspection found the helix was retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The stylet insertion test could not be performed due to the inner coil being over-torqued at the connector region. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported events was isolated to over-torque of the inner coil and the helix clogged with blood.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the implant of the right atrial lead, it was observed the helix would intermittently screw in or out. It was also observed the stylet would not advance. Another lead was used to complete the procedure. The patient was in stable condition.